Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received an email report from dexcom reporting the death of a mutual patient. It was determined during the conversation between the reporter and dexcom that the dexcom device was not implicated in the death. During the conversation, the reporter alleged that the pump may have been related to the death. The reporter did not provide details about this vague allegation. Animas called the patient¿s doctor¿s office and was told that the patient¿s death was related to dka and they alleged that the death may have been due to user error or pump malfunction. Again, the doctor's office did not provide details about this vague allegation. Animas called the patient¿s next of kin and had a brief conversation in which the next of kin stated that the autopsy was not completed, that the death was related to complications of type 1 diabetes, and that they are looking for potential user error in the investigations. The next of kin agreed to discuss further details at another time but has not been available despite repeated attempts to contact. No additional details are available. If new information is made known, a supplemental report will be filed. This complaint is being reported because the pump use cannot be ruled out as a cause or contributor to the patient¿s death.